Event description:
Patient called and sent in her remote monitor interrogation. She states her ICD is beeping and it started 4 hours ago. Home monitor shows a 6949 advisory right ventricular (rv) lead that is showing signs of fracture. Lead impedance is 1700 and sensing integrity counter is 330. Multiple episodes of nsvt show some noise in the ventricular lead. The patient was instructed to head straight to the emergency room. The ep department, emergency center (ec) and medtronic were also notified, and instructed to check and turn off device. A new ICD lead was inserted and the ICD generator was changed. The new lead was st jude 7122-60cm. The physician's choice was to use a smaller ICD lead along with a different company than the recalled lead and used a st. Jude lead instead of medtronic. No harm came to the patient.